Event description:
The doctor reported that the implant was removed due to abutment damage approximately 2 years and 6 months after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was good. During the surgery, no significant findings were observed. Patient has since recovered.

Manufacturer narrative:
Fx5008swc-lot #a04qb019s manufacture date and expiration date was corrected.

Event description:
The doctor reported that the implant was removed due to abutment damage approximately 2 years and 6 months after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was good. During the surgery, no significant findings were observed. Patient has since recovered.